Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system and confirmed that system won't power on while attempting reboot. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and followed the diagnose step and found that the 24vdc wasn¿t coming out of the fan tray assembly. To resolve the issue, the fse replaced fan tray in the m cabinet. The defective part was sent for analysis, for pdu fantray fru failure was observed and the failure was found to be defective power supply. Philips has initiated a field safety corrective action (2023-igt-bst-027). After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.